Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. According to the coolsculpting user manual, numbness on the treatment area can occur during, immediately or a week or two after coolsculpting treatment. This expected and common side effect is temporary in nature and generally resolve within days or weeks after onset. In addition, the coolsculpting user manual, under zeltiq clinical studies-resolution of hypoesthesia, states that partial numbness and, to a lesser extent tingling, over the skin of the application site were reported for all subjects immediately post-treatment and for 68% of subjects by one week post-treatment. Partial numbness or tingling is a temporary and anticipated effect of the treatment and was found to resolve without intervention within two to three weeks on average, although in 8.3% of the cases these effects endured for as long as two months.

Event description:
Allergan aesthetics received a report of a patient who was treated to the flanks using the coolcurve plus applicators. The patient developed numbness post treatment and was also diagnosed with paradoxical hyperplasia. The tissue is described as firm and there is visible enlargement with clear demarcation and bulging noted.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Ph is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks on (B)(6) 2017 using the legacy coolcurve+ applicator and presented with paradoxical hyperplasia (ph).